Event description:
Started noticing that my hair was coming out in handfuls, and that I had terrible breast pain (I was not nursing) my eyelashes were coming out, acne was getting bad, getting facial hair, vaginal boils, thick clear vaginal discharge, upper part of my back hurts more, constipation.